Event description:
It was reported by service report that the customer alleged that the jack could not pump up. Stryker technician evaluated the unit and could not duplicate the failure. According to the technician's eval, the unit was working to specification. No pt involvement or adverse consequences were reported.